Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -5.5/+1.0/070 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. The surgeon notes low vault, lens rotation, and refractive surprise. Reportedly, lens remains implanted. No additional information available at the time of MDR submission.

Manufacturer narrative:
Corrected data: it is corrected to (B)(6) 2018 in the supplemental MDR#1. Device evaluation corrected to: dimensional and functional inspection found lens to be within specification. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information received. Lens was removed and exchanged for a longer lens on (B)(6) 2018. The exchange was successful. Problem resolved. Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found no visible damage to lens. Dimensional and visual inspections found the lens to be within specifications. (B)(4).